Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received intermittent cartridge alarms (alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 88 mg/dl at the time of troubleshooting with tandem technical support. Contact indicated the customer will continue to use the pump for insulin therapy.